Event description:
It was reported that during a follow-up, suspected externalized conductor proximal to the rv coil was observed. No electrical anomalies were noted. The lead remains implanted. No further information is available.

Event description:
New information received notes that the lead was explanted.